Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported slda appears to be related to patient morphology/pathology. The reported tissue injury appears to be due to procedural and patient conditions. Tissue injury is listed in the instructions for use as a known possible complication associated with the triclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no invention was performed. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a triclip procedure to treat functional severe tricuspid regurgitation (tr). Three clips were deployed on the tricuspid valve. However, after deployment, it was observed a the clip had detached from the anterior leaflet and there was a tear on the anterior leaflet. Tr was reduced to moderate/severe. There was no clinically significant delay in the procedure.